Event description:
The report is from the (B)(4) study. The patient was a white female with a history of hyperlipidemia, smoking, hypertension, and a family history of coronary artery disease. The target lesion was the left mid internal carotid artery. Pre-procedure stenosis was 90%. Lesion length was 10mm. The lesion was mildly tortuous. A precise pro rx 5 x 30mm stent was deployed at the target lesion. Post-procedure stenosis was 10%. An angioguard rx, size 5 basket was successfully deployed and retrieved during the procedure. The patient had no neurological deficit when she left the angiography suite. The patient was discharged the following day. Approximately 10 months post-procedure, the patient had a stent thrombosis. The patient had a revascularization of the stent a month later. It was noted that the patient was not on plavix previous to the thrombosis.

Event description:
It was reported that during an unknown procedure, the device would not staple but cut. The procedure was completed by manual sutures. There were no adverse consequences for the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report is from the (B)(4) study. The patient was a (B)(6) female with a history of hyperlipidemia, smoking, hypertension, and a family history of coronary artery disease. The target lesion was the left mid internal carotid artery. Pre-procedure stenosis was 90%, lesion length was 10mm and the lesion was mildly tortuous. A precise pro rx 5 x 30mm stent was deployed at the target lesion. Post-procedure stenosis was 10%. An angioguard rx was successfully deployed and retrieved during the procedure. The patient had no neurological deficit when she left the angiography suite and was discharged the following day. Approximately 10 months post-procedure, the patient had a stent thrombosis with revascularization of the stent a month later. It was noted that the patient was not on plavix previous to the thrombosis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14050816 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.